Manufacturer narrative:
(B)(4). Batch # t94z5c. Investigation summary: the device was received with the top of the I-blade fractured and slightly lifted and the upper jaw detached returned. In addition the button was firmly attached and not broken as reported. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the button broke before using the device. It is unknown how the case was completed. There were no patient consequences reported.